Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. As per the pump¿s log, the pump administered baclofen with concentration 2,000.0 mcg/ml via a flex dose rate of 624.0 mcg/day (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for head/brain injury, stroke, and intractable spasticity. It was reported that normal end of service (eos) had occurred regarding the pump. The pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on october 26, 2017. The patient's weight was provided.